Event description:
The pump was returned for investigation. Investigation revealed a dim and pinkish display screen. The battery compartment was also found to be cracked below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the returned battery cap and cartridge cap were used to complete the investigation. Investigation revealed a dim and pinkish display screen. The battery compartment was also found to be cracked below the bumper pad. Unrelated to the complaint, a review of the black box revealed multiple ¿call service (cs) 215¿ cgm failure warnings. The pump was able to pair with a test transmitter correctly with no ¿cs215¿ warnings or any errors, alarms or warnings. The pump¿s cover was removed; there was an intermittent condition found to the cgm module due to a lifted cgm connector/base. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).